Manufacturer narrative:
We have inspected the dhf of the affected lot including material certificate and the batch was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. The article met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The verification of the returned devices showed no deviations. The analysis of the actual product showed a bend screw tip which could lead from different scenarios and cannot be clearly stated. Based on the information available, it has been determined that no corrective and preventative action is proposed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a cannulated screw 4.0mm l=60mm couldn't be slided over the guide wire during the implantation. A second cannulated screw 4.0mm l=60mm from the tray was used to complete the surgery. There was no delay in surgery.